Event description:
The device was applied during a laparoscopic bowel resection procedure. The instrument was difficult to remove. The surgeon manually manipulated the device off the tissue without incident. The surgeon applied another device to complete the procedure. Expiration date: 9/30/2000.

Manufacturer narrative:
11/14/96-supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.